Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and fluid overload. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin injection (1g, stat, repeat after 5 days, intraperitoneal) and amikacin injection (100mg, stat, repeat once daily). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was reported that retraining was performed. No additional information is available.

Manufacturer narrative:
Additional information: b3, b5, b6, b7, d10, e1, e3, h6 ad h11. B3 event date: the event date was initially reported as 24 may 2026, however peritonitis was indicated as 20 may 2026. B5: upon follow up, it was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized and discharged on the same day. The patient was treated with vancomycin injection (1g, every 5th day, intraperitoneal, discontinued after 14 days) and amikacin injection (100mg, once daily, intraperitoneal, discontinued after 14 days) for peritonitis. At the time of this report, the patient recovered from all the events. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.